Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: incidental findings: the backlight inverter board failed functional testing due to the text and graphics color were noticeably dimmer. The reported event of the system monitor vsm-2410 having screen brightness issues was confirmed when technical service checked the unit. The system monitor failed the display backlight test, where the text and graphics color was noticeably dimmer than typical. However, the screen flickering was not duplicated. The unit was repaired by replacing the dc-ac inverter board. The repaired system monitor vsm-2410 was tested and returned to the customer. The root cause for the dc-ac inverter pcba failure was unable to be conclusively determined through this analysis. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module). Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Vsm- 2410 was shipped to the customer on 08may2008. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen on the heart system monitor was very dim. When connected the screen flickered. A request to send the unit into repair was made. Investigation of the returned device revealed printed circuit board (pcb) damage.